Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("medical device removal / extends into the uterine myometrium in the region of the left fornix./ essure penetrating the myometrium") and device expulsion ("essure device migration into the endometrium") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of endometriosis, smoker, tobacco user, cervical dysplasia, depressive disorder, myalgia, obesity, chronic fatigue, vitamin d deficiency, dysmenorrhea, adenomyosis, pelvic pain, tubal ligation, abnormal uterine bleeding, iud migration, obesity, pelvic pain and menorrhagia. Previously administered products included: mirena, tylenol and ibuprofen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4149 days after essure insertion, she experienced embedded device (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced device expulsion (seriousness criteria medically important and intervention required), myalgia ("muscle aches"), tooth fracture ("teeth break") and feeling abnormal ("brain glitching") and was found to have blood calcium abnormal ("calcium issue"). The patient was treated with effexor (venlafaxine hydrochloride) as well as surgery (laparoscopic total hysterectomy with left salpingectomy cystoscopy and total laparoscopic hysterectomy, left salpingectomy, right partial salpingectomy, right oophoropexy,). At the time of the report, the outcomes for embedded device, myalgia, tooth fracture, blood calcium abnormal and feeling abnormal were unknown. The reporter considered blood calcium abnormal, device expulsion, embedded device, feeling abnormal, myalgia and tooth fracture to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per argus on (B)(6) 2008 and as per mr on (B)(6) 2010. Discrepancy noted : removal date as per argus on (B)(6) 2021 and as per mr on (B)(6) 2021. Notes: three full coils were visible at the end. On the right side. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: tissue/specimen: 1. Uterus, cervix and portion of left and right fallopian tubes. Diagnosis: laparoscopic total hysterectomy with left salpingectomy and right partial salpingectomy: cervix- mild chronic cervicitis. Endometrium: late proliferative endometrium. Myometrium: adenomyosis. [Smear cervix] in 2018: nilm, hpv hr neg. [Ultrasound pelvis] in 2018: pelvic ultrasound in 2020 was inconclusive for exact position of left essure device (i.e is it only in the tube or has in migrated into cornual portion of the uterus). Patient had history of iud placement in the past but it had migrated; on (B)(6) 2020: uterus measures 7.9 cm x 4.2 cm x 4.8 cm for total volume of 85 cc. No free fluid in the cul-de-sac. Essure device is possible, in the left hemipelvis but the appearance is not specific. No free fluid. Right ovary total volume is 9.7 cc in the right adnexa and ovary appear normal. Left ovarian volume is 9.1 cc and the left ovary and left adnexa are normal; on (B)(6) 2021: the bladder is normal as is the uterus. There is no pathological masses or abscesses in the pelvis. An essure apparatus resides on the left but not the right. Its distal end apparently lies along the anterior border of the proximal round ligament and its proximal end extends into the uterine myometrium in the region of the left fornix.. Impression: there is no essure apparatus on the right. On the left its distal end parallels the round ligament and its proximal end extends into the myometrium in the region of the left uterine fornix. [X-ray] on (B)(6) 2020: essure device superimposed over the pelvis, to the left of midline. Soft tissues are otherwise nonspecific. Impression: single linear metallic essure device suspected, in the hemipelvis deep soft tissues, to the left of midline. Concerning the injuries reported in this case, the following one/ones were reported via social media: muscle aches, tooth break, calcium issue and brain glitching. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: 13-sep-2023: mr received :event " medical device removal updated to iud embedded" , new event - "device expulsion" added reporters information, medical history and lab data were added, product insertion removal date event onset date updated non drug treatment and rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4943 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced myalgia ("muscle aches"), tooth fracture ("teeth break") and feeling abnormal ("brain glitching") and was found to have blood calcium abnormal ("calcium issue"). The patient was treated with effexor (venlafaxine hydrochloride) as well as surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered blood calcium abnormal, feeling abnormal, medical device removal, myalgia and tooth fracture to be related to essure administration. Concerning the injuries reported in this case, the following one/ones were reported via social media: muscle aches, tooth break, calcium issue and brain glitching. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: case became serious incident. Event medical device removal added. Patient address and reporter information updated. Product start stop date and surgery details added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2021, 4943 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. An unknown time later she experienced myalgia ("muscle aches"), tooth fracture ("teeth break") and feeling abnormal ("brain glitching") and was found to have blood calcium abnormal ("calcium issue"). The patient was treated with effexor (venlafaxine hydrochloride) as well as surgery (essure removal). At the time of the report, the outcomes for these events were unknown. The reporter considered blood calcium abnormal, feeling abnormal, medical device removal, myalgia and tooth fracture to be related to essure administration. Concerning the injuries reported in this case, the following one/ones were reported via social media: muscle aches, tooth break, calcium issue and brain glitching. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 20-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.